Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high pacing thresholds. This lead also exhibited low amplitude r waves. Subsequently, the patient underwent a lead revision and this lead was moved from the apical site to the septal site. Reportedly, the cause of the lead's inadequate electrical measurements was a perforation. This lead also exhibited low amplitude r waves post revision, but good impedance and thresholds. The lead remains in service. No additional adverse patient effects were reported.